Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4). Catalog/model # from 39113-2040 to 39113-1640. Device lot number from 16417132 to 16680793. Device expiration date from 02/15/2015 to 06/15/2015. Device manufactured date from 10/06/2013 to 02/04/2014. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and the main balloon body; and analysis found that solidified crystals were evident within the balloon chamber which indicates that the device was prepped for use. As the balloon was inflated & deflated; the balloon crimp markings were less evident on the balloon wall. The crimp temperature and the crimp duration for the device all are within the specified range. There were no anomalies evident with the specified parameters against the batch records for the crimped unit. Multiple kinks along the hypotube shaft were evident during examination. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm promus element drug eluting stent was used to treat the lesion. During preparation, the physician removed the device from the protector and the physician noted that the stent was fully dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 4.00x20mm promus element ¿ drug eluting stent was used to treat the lesion. During preparation, the physician removed the device from the protector and the physician noted that the stent was fully dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.